Event description:
It was reported to tyco health care/kendall in 2008 that a customer had a problem with a dialysis catheter. Customer reported that the catheter was in use for ten days and then dislodged from the pt. The pt was reported dead. The direct cause of the death was attributed to shock caused by low hematocrit levels due to bleeding from the digestive tract.

Manufacturer narrative:
Submit date: 2008. Originally before the catheter was inserted, the pt had a prognosis of bleeding from the digestive tract. The catheter was inserted and 2cm was left out of the pt. It was sutured to the skin and tied on a fixed wing. On the 10th day of use, the pt suffered from shock caused by low hematocrit levels due to bleeding from digestive tract, at the time it was noticed that the catheter had become dislodged from the pt. The catheter was discarded. The physician stated that the pt might have pulled the catheter out, or the catheter may have come out while the patient moved. There was no trace of a blood clot, and only a small amount of bleeding was found at the insertion site, so the physician did not think the death of the pt was caused by the detachment of the catheter. An investigation is currently underway. Upon completion, the results will be forwarded.